Manufacturer narrative:
The patient remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad administrator reported that after 4 years, 4 months of support on the lvad, the patient was readmitted due to presenting with rectal bleeding and complaints of abdominal pain. Early that morning, the patient had reported some dizziness and generalized weakness. Throughout the day, the patient reportedly had two additional episodes of rectal bleeding that were darker blood. The hospital performed an esophagogastroduodenoscopy (egd) and colon scope screening. The patient reportedly has a history of multiple gi bleeds. No further information was provided.